Event description:
It was reported that the user delayed changing ilet bionic pancreas supplies, administered a manual injection, and went to sleep, then contacted support for assistance with a full supply change and resuming insulin delivery; blood glucose was out of range for approximately 12 hours, the ilet alerted for high glucose, and education was provided about disconnecting for extended periods of time. The user experienced a blood glucose peak of 325 mg/dl with no reported adverse symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed the user's failure to follow guidelines for reconnecting the infusion set after disconnecting. It was concluded, based on previously established findings for similar reports, that the cause was unintended user error resulting in improper procedure followed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.